Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized for three days due to low blood glucose on (B)(6) 2020 with blood glucose level was 38 mg/dl. Customer also experienced high blood glucose level due to liver damaged and was treated with multiple daily injection. Customer did not feel ok to troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.